Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-feb-2019 with the following findings: during testing, the pump was exercised for 24 hours without suspending. The pump was manually suspended, and the pump gave the appropriate audio and visual suspend alert. The suspend history accurately recorded the testing activity. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (suspend) issue. It was reported that suspend records appeared in the suspend history that occurred without user intervention while the user was sleeping. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because suspending or resuming of the pump without an alarm may result in over or under delivery.